Event description:
During a laparoscopic cholecycectomy procedure, one of the applier jaw fell off into the surgical field. Minimal additional time required to retrieve jaw. No injury to patient

Manufacturer narrative:
It was not reported by the user facility that the applier used in this case was inadvertently thrown away. The lot number of the applier was not documented prior to being discarded. Teleflex medical is currently evaluating past history of purchases to determine which lot number was possibly used. If lot numbers are obtained, teleflex medical will provide a device history record evaluation.